Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6) 2010 and normal mode diagnostic results revealed high impedance (dc dc -7). The patient's device was subsequently disabled. System diagnostics were not performed until two days later which also showed high lead impedance dcdc-5). No patient adverse events were noted. No known surgical interventions have occurred to date.